Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient reported the bolus advice recommended was 9.4 u and he gave instructions to deliver this amount from his meter. The patient states the pump instead delivered only 4.0 u. The patient was able to confirm this in the pump and meter data. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.